Event description:
On 7/26/1999 the pt was seen at the user facility supervised by the initial reporter. On 7/26/1999 the nova 16 analyzer, (suspect device) reported an elevated creatinine on the 1st sample of the pt's blood, that was confirmed by retest. On 7/27/1999 the nova 16 confirmed an elevated creatinine result on a 2nd sample of the pt's blood. Based on the above results the pt was admitted to the ER on 7/27/1999 for additional testing including: chest and head CT scan, EKG, renal ultrasound and urine culture. During the workup on 7/27/1999 a 3rd blood sample was drawn and run on a beckman cx7, which reported a normal level of creatinine. On 7/28/1999 the pt was discharged. On 7/28/1999 initial reporter, the lab director became aware of the above incident and had the 1st (7/26) and 2nd (7/27) samples retested on different anayzers. The results indicated normal creatinine levels at which time the reporter notified nova by telephone.